Event description:
Customer reported receiving erratic readings on their precision xtra/optium blood glucose meter. Customer reported receiving readings of "hi" (any reading greater than 500 mg/dl is reported by the meter as "hi"), 389 mg/dl and 79 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. It should be noted, the readings reported by the customer were not found in the meter's internal memory.